Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that diminished p-wave sensing was noted on the patients right atrial (ra) lead. No programming changes have been completed and the lead remains in use. The patient is currently enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.